Manufacturer narrative:
Name and address, corrected information: initial MDR inadvertently did not report the initial reporter.

Event description:
It was reported in an online forum by the patient's mother that the patient had been vomiting since they were implanted with vns. The patient had been in the hospital for almost a month. No additional, relevant information has been received to date.